Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.0mm icm130v4, -11.0 diopter impantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault was reported, the lens was replaced with a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).